Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a semi-open unknown procedure on the colon, some staples at the distal end and middle of the cartridge were unformed at the 3rd stroke of the 2nd firing. There was no difficulty in the firing. Another device loading another cartridge was used to complete the case. There were no adverse consequences to the patient.